Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to endoleak, endoprosthesis: component migration and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular procedure utilizing a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg conformable) and two gore® excluder® aaa endoprosthesis (contralateral legs). On (B)(6) 2024, the patient came in as an emergent procedure due to a rupture as there was a type 3 endoleak (not fully disconnected but it was just a bit crushed at the overlap) between the contralateral leg and the trunk ipsilateral leg along with type 1a endoleak on the trunk ipsilateral which got pulled down a bit (distance unknown) due to increasing pressure caused by the type 3 endoleak and it is unknown if there was aneurysm growth as prior scans from original procedure are not available. During the reintervention, the gore® excluder® conformable aaa endoprosthesis (aortic extender conformable) added by the physician was placed high at the level of the renals with little overlap into the existing main body (trunk ipsilateral) then the gore® excluder®aaa endoprosthesis (aortic extender) was placed to bridge them together and provide more overlap then physician realigned both sides of the original grafts with two gore® excluder® aaa endoprosthesis (contralateral legs). The endoleaks were resolved and patient is doing okay.